Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. To fix the issue, the fse replaced the battery indicator including the label and completed preventative maintenance (pm) with full calibration. The unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer on the cardiosave intra-aortic balloon pump (iabp), the led indicator for battery slot 1 was not working. There was no patient involvement, and no adverse event reported.